Manufacturer narrative:
Implant removed, because fractured pillar could not be removed. Implant massive damaged, during removal. The pillar is not available and could not be evaluated. We did not receive a complaint for the pillar. The implant is to be classified as collateral damage, as the pillar could not be removed.

Event description:
Implant removed, because fractured pillar could not be removed.